Manufacturer narrative:
The tech found that the caster stem was missing on the left foot caster. He replaced the caster and the brakes functioned properly.

Event description:
The account alleged the brakes are not holding the unit firmly in place.